Event description:
It was reported that during a revision procedure for a dissociated glenosphere, the secondary impactor fractured during impaction of the new glenosphere. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 110031431, mini comp rev tray trial, lot # 66675908. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.